Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery at three access sites was attempted with three prostyle devices after an ablation interventional procedure using a 6f sheath. Prostyle suture deployment was successful at two out of the three access sites. Reportedly, a cuff miss [suture retrieval issue] occurred at the third access site. Manual compression was used to achieve hemostasis at the third access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.